Event description:
It was reported the customer exposed their insulin pump to fluid. The customer's blood glucose was 6.2 mmol/l. The customer stated there was fluid under their lcd display. The customer stated the insulin pump was not bumped or dropped. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The device was received with moisture damage on the electronics, motor, and keypad assembly noted. The device had cracked case at the display window corner, cracked reservoir tube lip, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.